Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the customer did not receive a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated the battery cap was not loose, cracked or damaged. This was not the second occurrence of replace battery alert or replace battery now without a low battery warning. The customer also received a failed battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed displacement and self tests; it failed sleep current measurement and active current measurement tests. The "insert battery" error message would often occur whenever another battery was placed into the unit. Upon further review of the unit's interior, the battery compartment is corroded as well as the battery board underneath it; however, did not note any previous moisture presence or corrosion on any of the main boards. When the boards were taken out of the case and placed into another one, the sleep current measurement was knocked down substantially but was still over the limit; the active current measurement passed. When a known good electrical board was swapped onto electrical board, the sleep current measurement finally passed. The high current measurements are due to a combination of moisture damage in the battery compartment/battery board and some electronic problem isolated to electrical board.